Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that she had several low blood glucose readings in the morning. Customer's blood glucose was 27 mg/dl at the time of the incident. Customer's current blood glucose was 115 mg/dl. Customer has treated with food and glucose tablets. Customer has been experiencing low blood glucose since (B)(6) 2015. Customer was advised to disconnect from the pump. Customer stated that the set and reservoir were changed yesterday. Customer changed site on saturday. Customer's pump passed the displacement test. Customer was advised to talk with their doctor about their low blood glucose.